Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the colonovideoscope was clogged with seeds in the suction cylinder. This issue occurred, during reprocessing. No patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The legal manufacturer was able to confirm that the customer's reprocessing steps were implemented in line with the instructions for use (IFU). Based on the results of the investigation, olympus confirmed foreign material came out of the device, the material inside the suction cylinder could be seeds. The foreign material may not have been removed because reprocessing could not be conducted properly due to the brush could not be passed through. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: cf-190 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: cf-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.